Manufacturer narrative:
We received the complaint of a broken clavicle plate medial 8-hole. The article and the lot number were provided, so we have inspected the quality inspection forms and material certificates and no deviation was detected. Furthermore, we have consulted an experienced trauma surgeon to gain his clinical statement, summarized as follows: a short oblique fracture with a long bone wedge and small fragments. The plate position is well chosen, but two screws medial to the fracture are still in the fracture region. Thus, considering the ao principles, only 4 cortices remain at the medial side for stabilizing the plate. As stated in the technique guide, no rigid fixation should be achieved close to fracture (locking screws) and visible on the x-ray two locking screws were used to fracture at the lateral side.

Event description:
Broken clavicle plate medial 8-hole.